Event description:
It was reported that the patient had high impedances on their right lead and had pocket discomfort due to weight loss. The investigation was unable to determine which lead attributed to their issue. Surgical intervention was undertaken and the lead and ipg were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.